Manufacturer narrative:
H.6. Investigation summary three photos and five representative samples were received by our quality team for evaluation. Upon visual inspection of the photos, no abnormality was observed. The samples were subjected to flashback testing and no abnormality was observed; therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since the incident could not be verified, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd cathena safety IV catheter bd multiguard technology 22 ga 1.00 in leaked blood. The following information was provided by the initial reporter: "after catheter placement, hcp removed tourniquet and removed the needle, blood spread on the patient's sheet entirely. Blood attached to the nurse hand and her clothing not on her membrane. Replaced by new product and re-punctured. 2 nurses didn't forget to remove tourniquet. The same issue occurred on another nurse. The product was from the same lot. A patient was healthy male who was in orthopedic surgery. Another one is hepatitis b patient. 2nd patient is recorded as pr# (B)(6)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd cathena safety IV catheter bd multiguard technology 22 ga 1.00 in leaked blood. The following information was provided by the initial reporter: "after catheter placement, hcp removed tourniquet and removed the needle, blood spread on the patient's sheet entirely. Blood attached to the nurse hand and her clothing not on her membrane. Replaced by new product and re-punctured. 2 nurses didn't forget to remove tourniquet. The same issue occurred on another nurse. The product was from the same lot. A patient was healthy male who was in orthopedic surgery. Another one is (B)(6) patient. 2nd patient is recorded as (B)(6)."